Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure after fluid accumulation was identified near the implantable pulse generator (ipg) pocket. The fluid was not infected and the source was unknown. As a result, the physician elected to irrigate and clean the existing pocket, create a new ipg pocket, and replace the ipg during the same procedure. In addition, extensions that had not been previously explanted following an earlier paddle trial were addressed during this revision, and the patient records were updated accordingly. No device malfunction or performance issue was suspected, and no patient complications were reported. Electrocautery was used during the procedure. The patient tolerated the intervention well and is reported to be doing well postoperatively. The explanted device was not returned for analysis as it was not provided by the physician.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately first week of (B)(6) 2026.